Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, a definitive cause for the reported patient effect of death could not be determined. The patient effect of death is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Literature: left ventricular geometry predicts optimal response to percutaneous mitral repair via mitraclip: integrated assessment by two- and three-dimensional echocardiography.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to: death. Specific patient information is documented as unknown. Details are listed in the article, titled, "left ventricular geometry predicts optimal response to percutaneous mitral repair via mitraclip: integrated assessment by two- and three-dimensional echocardiography¿. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.